Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of 640 five packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the needle struck another instrument, hard bone, or hard tissue which resulted in the tip breaking off of the needle. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Discarded by customer.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of an expressew iii needle broke off in the patient's joint space on the 8th or 9th pass. The surgeon was using orthocord and an expressew iii without hook. The broken tip was 3mm and was retrieved. No x-rays were needed. The surgeon completed the procedure with another like device from a different lot with the same gun. There were no patient consequences or delays reported. The needle was discarded.